Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-00548. This report is a duplicate filing. See MFR. Report # 1531186-2013-00562. Please disregard MFR. Report # 1531186-2013-00548.

Event description:
Provider states motor rolls backwards on a slope.